Event description:
Initial info received from a nurse (B)(6) 2010: a female pt (age unk) receiving treatment with an unk dosage of poly-l-lactic acid (sculptra, lot# and exp date unk) for treatment with facial wasting. Nurse reported, pt started treatment 1 1/2 years ago. The pt has received treatments every 6 weeks for a total of 8 treatments. She stated, the pt is so wasted, she is having a tough time injecting the poly-l-lactic acid. She has no fat. Pt is now getting granulomas because of that. No mention of concomitant medications. No further info reported.